Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that barrel 1cc s/t w/sil no bd logo/tb bns was blocked and had foreign matter. The following information was provided by the initial reporter: it was reported by the distributor that the flow of blood stopped during blood draw. Per email: syringes not drawing needed blood sample. On several occasions, clinicians would pull back plunger of syringe to the desired amount of blood needed, stick patient, and then one of the two following would occur: receive initial blood flash and then nothing, or blood flow stops prior to obtaining needed amount for the sample.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that barrel 1cc s/t w/sil no bd logo/tb bns was blocked and had foreign matter. The following information was provided by the initial reporter: it was reported by the distributor that the flow of blood stopped during blood draw. Per email: syringes not drawing needed blood sample. On several occasions, clinicians would pull back plunger of syringe to the desired amount of blood needed, stick patient, and then one of the two following would occur: receive initial blood flash and then nothing, or blood flow stops prior to obtaining needed amount for the sample.